Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the moderately tortuous, distal right coronary artery. The physician predilated the target lesion with a 2.5mm non-bsc balloon catheter at 12atms and then advanced a 3.00x38mm promus element plus stent delivery system (sds). However the sds was not able to cross the lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.